Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device encountered an error message of "error-crc" after updating to v4.40. There was no patient or user harm reported.